Manufacturer narrative:
The report was created to capture the periprocedural and post procedural events along with the device foreshortening that required intervention. All the information was received from the article: lin et al. Use of coils in conjunction with the pipeline embolization device for treatment of intracranial aneurysms. Neurosurgery publish ahead of print (B)(4). (B)(4)

Event description:
Information received from the article: lin et al. Use of coils in conjunction with the pipeline embolization device for treatment of intracranial aneurysms. Neurosurgery publish ahead of print (doi: 10.1227/neu.00000000000000579. Between 2011 and 2013, 125 patients were treated with peds (pipeline embolization device) at the institution. The data was reviewed. 21 patients were excluded due to either post procedural angiographies were not available or the aneurysms being extracranial. All patients were on dual antiplatelet therapy prior to the procedures. Out of the remaining 104 patients, 75 were treated with only pipelines and 29 were treated with pipelines and coils. There were 66 females and the median age of all patients was 61. It was reported that periprocedural complications occurred in five patients. Of these five, three patients developed intraprocedural acute in-stent thrombosis and were treated with intra-arterial thrombolysis and resolved without any clinical adverse events. One patient developed hemiparesis one day post procedure and was found to have an embolic infarct on mr (magnetic resonance) imaging. Another patient had a transient ischemic event. Both of these patients had good recovery with an mrs (modified rankin score) of 0-2. During follow-up visits, three patients had in-stent stenosis and one patient had a perforator stroke. Four patients had residual aneurysm and follow-up angiography revealed foreshortening of the pipeline and required placement of additional pipelines.